Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure where only the ipg was explanted. The patient was placed on antibiotics. The cause of the infection is not device or procedure related, however the cause is unknown. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s incision site was split open and noted a fluid leaked out at the pocket site.

Manufacturer narrative:
(B)(4). (B)(6) 2016 it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's incision site was split open and noted a fluid leaked out at the pocket site.